Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of a minicap transfer set was difficult to close. This occurred during use of the device for peritoneal dialysis therapy. It was further reported that the transfer set "would not open or close properly". The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the sample was received for evaluation with no cap on the dark blue connector and the white twist clamp was in closed position. A visual inspection with the naked eye and magnification was performed with no issues noted. Functional testing including leak, clear passage, clamp function and torque engagement testing were all performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.